Manufacturer narrative:
H.6 investigation summary: this complaint is for misidentification of when using phoenix panel pmic/ID-106 (449289) batch number 2207533. No visible defects were observed. To investigate, the two (2) customer returned panels from the complaint batch 2207533 were tested using customer returned isolates p. Mirabilis (# (B)(6)) and e. Coli (# (B)(6)) and evaluated for identification results. In addition, four (4) retention panels from the complaint batch 2207533 were tested using customer returned isolates p. Mirabilis (# (B)(6)); e. Coli (# (B)(6)); e. Coli (# (B)(6)) and k. Pneumoniae (# (B)(6)) evaluated for identification results. For a total of six (6) panels tested. During investigation, all six (6) panels identified correctly. Therefore, this complaint is not confirmed. As part of the investigation, bruker maldi was also used to identify the customer isolates. Maldi provided the following results for the customer returned isolates: sample # (B)(6)- p. Mirabilis. Sample #(B)(6)- e. Coli. Sample #(B)(6)- e. Coli. Sample #(B)(6)- k. Pneumoniae. Note: customer returned isolate #(B)(6) was not a pure culture and was not tested for the investigation. A review of quality notifications revealed no quality notifications generated on the complaint batch. A review of complaints revealed two additional complaints on the complaint batch 2207533, one of which was not related to this defect. Complaint trending was performed, and no trends were identified associated with this defect. Bd ID/ast plant quality will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns. Bd encourages you to consider the following parameters to optimize results within your laboratory. Qc testing should only be performed on 2nd pass subcultures and avoid using colonies that have been sub-cultured multiple times isolated colonies are to be used for inoculation and carefully check purity plates to ensure the inoculum consisted of one isolate type optimum performance comes from using fresh 18-24 hour, well-isolated colonies ensure proper, sufficient inoculum density allow bubbles to dissipate after vortexing properly calibrate the bd phoenixspec¿ nephelometer with in-date mcfarland calibration standards use swabs with minimal fiber shed make the proper inoculum density for the inoculum system setting (i.e., if preparing a 0.25 mcfarland inoculum, ensure that the system is set to 0.5 inoculum mode) volume of ID broth should be visually assessed for any obvious low fills ensure proper incubation temperature and environment use the correct media type as listed as acceptable for use in the user¿s manual (note - it is helpful to disclose the media type and vendor when providing the details of the complaint). Handle panels by only touching the sides; touching the front or back of the panels may cause interference in the readings and lead to errors.

Event description:
It was reported that while using the panel phoenix nmic/ID-307 that there were several misidentified organisms. The following information was provided by the initial reporter: customer reports several misidentified organisms. Lot 2207533.

Event description:
It was reported that while using the panel phoenix nmic/ID-307 that there were several misidentified organisms. The following information was provided by the initial reporter: customer reports several misidentified organisms. Lot 2207533.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Initial reporter addr 1: (B)(6).